Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump may not be functioning properly due to high blood glucose levels. Customer attempted several set changes but it did not resolve the issue. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.